Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the screen failure was "the touchscreen didn't work well." Onsite service was completed by the asp and the touchscreen was recalibrated, resolving the reported issue. It was stated that the device was back to normal. The device diagnostic report (drpt) was not available from the asp. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a screen failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. This investigation is ongoing.